Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she had a meter to hcp meter comparison done. She had a reading of 400 mg/dl at home, and 30 minutes later the result on a hospital meter (type unknown) was 198 mg/dl. She did not have any symptoms. (Went to hospital for meter test due to concern over high readings, was not admitted or treated.) Reporter usually compares confirmation dot to color chart when testing. The lifescan representative reviewed cleaning, coding, sample application, control solution use and meter to meter and lab comparisons. No harm alleged.